Event description:
This ra lead was implanted on (B)(6) 2009 and still remains implanted at this time. Upon interrogation the atrial lead exhibited noise. The physician was unknown at (B)(6) hospital in australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).